Manufacturer narrative:
Date of submission 23-may-2018 the pump has been returned and evaluated by product analysis on 15-may-2018 with the following findings: a review of the black box showed no sudden drops in voltage. The pump was run for 24 hours with no reboots, power losses, or overheating. The allegation of a temperature issue was unable to be duplicated during investigation. The battery was not returned with the pump. Unrelated to the original complaint, the battery compartment was cracked above the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. It was alleged the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Correction: the battery compartment was not damaged. There was no damage to the pump.